Event description:
Attempts to advance a coronary stent with delivery system to the target lesion site in the pt's saphenous vein graft to the left anterior descending artery. Were unsucessful due to graft vessel tortously. The physician elected to retract the sheath and re-advance the sds. Subsequently, the stent dislodged from the balloon catheter and fluroscopy identified the embolized stent to be located in the iliac artery. An 8 french sheath was inserted in an attempt to retrieve the embolized stent but was unsuccessful due to the highly calcified nature of iliac artery. The sds was successfully removed from the pt without complication. There were no clinical sequelae reported relative to this event.